Event description:
New information indicated that the device was explanted and replaced on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. After a firmware download, the device resumed normal function.